Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was only able to fill 250 units of the 300 units of insulin that was drawn into the syringe. Customer stated that he had not completed training yet. Fill estimate was inaccurate after loading the cartridge with insulin. There was no reported impact to the customer's blood glucose level.